Event description:
It was reported that during patient use the cuff was not holding water. The device was changed. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the upper portion of the lumen was not completely backfilled with adhesive which led to air escaping upwards. Functional testing found a leak coming from the area below the neckflange with bubbles exiting through the center of the connector. The root cause of the reported issue was found to be manufacturing. Based on these findings, it is suspected that the product initially was backfilled with adhesive to block the escape of air/water however this adhesive eventually became dislocated. No adverse trends have been identified related to this issue. As a correction, manufacturing personnel will be alerted to this issue for awareness.